Event description:
It was reported that while a consumer was giving herself an insulin injection with a bd ultra-fine insulin pen needle, the needle broke off in her abdomen. The consumer then went to an emergency department where she received an ultrasound, but the broken needle was not found. No further medical intervention was reported.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities for the reported lot number 4266239. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.